Manufacturer narrative:
Submit date: 9/15/2016. A device history record of the sample lot# was performed and confirmed that the products were produced accomplishing all quality requirements and was released according to all established procedures. Two used samples with lot number 160150090x were received for evaluation. A functional evaluation was performed with the samples; during evaluation it was found that used samples had pvc lines inverted in the valve. The feed line was reversed with the flush line. The customer complaint was confirmed. A quality alert was generated to notify manufacturing personnel. The potential root cause found during investigation was that during the assembly process, the operator did not use the fixture to assemble the feeding pvc line to the correct port in valve. The operator could possibly have skipped this step, and assembled the lines to the wrong port. A formal corrective and preventative action investigation was initiated to follow up this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding feed and flush set. The customer reported loading the flush bag with water and the feed bag with formula. While attempting to prime the lines with nutrition, only water would prime lines. The customer reported using the auto prime function, as well as push to prime feature to try and prime lines with formula. The line would only prime with water, not formula, even while holding the manual prime feed button.